Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was receiving unknown drug via an implantable pump for non-malignant pain and spinal pain. It was reported that he had two stimulators in the past and the first one had a good long life and the second one only lasted a couple years. Pt reported it wasn't charging and was taking a really long time and they eventually had it replaced.